Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion contained a >45 and <90 degrees bend. An unspecified balloon catheter was advanced for predilation. Then a 3.00mm x 28mm promus element ¿ stent was advanced to the lesion however significant resistance was encountered due to calcification. While in the process of pushing the device hard and pulling it again, it was noted that the proximal and distal edges of the stent were distorted. The procedure was completed by implanting four 3.00mm x 28mm promus element ¿ stents. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the crimped stent on the device was damaged at the distal end and the proximal end of the crimped stent. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The balloons distal cone profile was reviewed and no issues were noted. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion contained a >45 and <90 degrees bend. An unspecified balloon catheter was advanced for predilation. Then a 3.00mm x 28mm promus element stent was advanced to the lesion however significant resistance was encountered due to calcification. While in the process of pushing the device hard and pulling it again, it was noted that the proximal and distal edges of the stent were distorted. The procedure was completed by implanting four 3.00mm x 28mm promus element stents. No patient complications were reported and the patient's status was stable.